Event description:
A discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher on both. The repeat result from the same instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.